Event description:
A trilogy evo ventilator was reported to have had a test failure with the oxygen test not passing during service. There was no patient involvement, and no harm or injury reported. A philips field service engineer was scheduled to the customer site for device evaluation and repair with replacement of the oxygen blending module harness. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.